Event description:
Caller alleges inaccuracy with inratio. Results as follows: date 2007, inratio 4.4, lab 3.3. Date 2008, inratio 4.9, lab 3.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by en-user at time complaint was filed: date 2007, inratio 4.4, lab 3.3 mean 3.9, confidence limits 2.3 - 5.7. Date 2008, inratio 4.9, lab 3.3, mean 4.1, confidence limits 2.4 - 6.1. The mean of the inratio meter and comparative sys inr were calculated. For both data sets, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time.